Event description:
It was reported that the device could not be interrogated at follow-up. The device was explanted.

Manufacturer narrative:
The field experience of no communication was confirmed in the laboratory due to low battery voltage. The device was detected in hwvvi mode. The cause of the hwvvi mode was a power on reset.the root cause of the excessive charge could not be determined. The battery was sent out for further evaluation. Analysis indicated that the battery had normal depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun